Event description:
The pt was implanted with an ams elevate graft on (B)(6) 2010. It was reported that the pt experienced mental and physical pain and suffering, has sustained permanent injury, has undergone medical treatment and will likely undergo further treatment procedures, and other injuries.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.